Manufacturer narrative:
Corrected data: b5, e3 updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported by the hospital that before use, the cardiosave intra-aortic balloon pump (iabp) had an autofill error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use, the cardiosave intra-aortic balloon pump (iabp) had an autofill error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) performed all system functionality checks and after the manifold function test, it was determined that the tether assembly failed which was related doppler reel failure. Equipment repaired after doppler reel replacement. All system function tests, including the all manifold tests, compressor output test, autofill test, etc. Are currently normal.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a